Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382533 and lot number 5156089. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Event: (B)(6) 2025. Catheter needle felt dull hard to puncture skin and when finally inserted IV into patient, retracted needle right away (without moving it around or anything like we have been told) and blood immediately poured out. Patients arm, bedding, floor and stretcher covered in blood, before I could attach IV fluids and extension set. This system does not always stop the blood flow on the needle retraction like it is supposed to do.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.